Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during autocapture threshold testing, the message -an atypical condition occurred- was displayed. The pulse generator was programmed to a fixed output of 2.5 v, 0.5 ms.